Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. The patient reported when their pain stim ins was on it seemed like they were getting excessive stimulation for their urinary problem. The patient was warm transferred to interstim to further address. After being transferred, the patient reported they were getting excessive stimulation in their private area when their interstim ins and pain stim ins were both powered on. The patient said they were advised by their doctor to turn off their interstim ins because the patient had possible muscle fatigue, so their ins was off for 4 weeks. The patient said they turned the ins back on and decreased the stimulation to 0.4 but they stated the stimulation was too low and they were not getting symptom relief. The patient said they had an appointment scheduled with their doctor tomorrow and the patient requested a manufacturer representative (rep) be present during their appointment. The patient was advised they had an option to switch programs if they wanted but to wait for their doctor's appointment first to see what the doctor would advise them to do. An email was sent to the reps.